Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the treatment of a 60mm thoracic aneurysm. The greater curvature of the proximal neck (from just below the left common carotid artery to the ostium of the aneurysm) measured 19 mm and the lesser curvature 16 mm. The patient had short neck. It was reported during the index procedure, final angiography revealed a minor type ia endoleak on the lesser curvature side. Due to the poor vessel anatomy of the patient the physician opted to complete the procedure without additional intervention. Per the physician the cause of the event was anatomy related and noted the sealing zone was not sufficient due to the short neck. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Continuation; fdc code added at investigation completion - 18 against IFU due to use of device in short neck anatomy. If information is provided in the future, a supplemental report will be issued.